Manufacturer narrative:
E1: initial reporter phone no. : (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that holes were identified in ten (10) continu-flo solution sets with duo-vent spike. The event was discovered prior to patient use at the or department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: one device was received for evaluation. Visual inspection was performed on the returned sample and a cut in the tube was observed. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.